Manufacturer narrative:
Device evaluation: lens was returned dry in a lens case/vial with clear surgical residue on the lens. Visual inspection found the lens haptic torn and broken. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -9.5 into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to low vault. The cause of the event is reported as unknown.